Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that the balloon became compromised and/or damaged against the anatomy and or other devices used during the first inflation resulting in the balloon rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and moderately calcified lesion in the left anterior descending artery. The balloon of a 3.5x12mm nc trek rx balloon dilatation catheter (bdc) ruptured after the second inflation. The procedure was successfully completed with an unspecified non-compliant balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.